Event description:
Medtronic received a report that all accessories device was flushed and parked at the intended location. Phenom 27 was taken over traxcess and parked in distal m1. Pipeline flex with shield device was taken and back flushed as per instructions for use (IFU). The device was loaded in micro and navigated till m1. The tip coil was pushed ahead of micro distal marker and device was exposed. The device opened and was dragged to desired start location. The device was pushed. The device opened well distally but operator had issue opening it in mid segment. The device was not opening in mid segment. They tried resheathing and unsheating but it did not work. The device was removed along the with micro catheter and another micro and device taken. There was failure to open in the middle section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. There was difficult navigation of the catheter. There was no friction during delivery of the catheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm with a max diameter of 15 mm and a 9 mm neck diameter. The landing zone was 3.4 mm distal, 3.75 mm proximal. It was noted the patient's vessel tortuosity was severe. The access vessel was the ica with a diameter of 4 mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 240. Angiographic result post procedure was slow flow in aneurysm. Ancillary devices include a neuron max sheath, cat 5 guide catheter, phenom 27 microcatheter, traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield device was returned for analysis within a phenom 27 catheter, an inner pouch, an outer carton, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex shield tip coil was stretched. The distal and proximal dps restraints and dps sleeves were found intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the middle part was opened. No damage was observed on the pusher wire, and no other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ was not confirmed, as the returned pipeline flex shield braid¿s middle part was fully opened. The cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The customer stated that the braid was not positioned in a bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Therefore, severe vessel tortuosity and a damaged braid may have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivering or retracting delivery wire against resistance, or deploying or re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was not determined. The cause of the difficult nav igation was determined to be related to tortuosity. Resheathing was done 2 times in an attempt to open the pipeline. The information is confirmed by the physician.